Event description:
The complainant reported a patient (unknown ethnicity) with postcardiotomy cardiogenic shock was implanted with an impella 5.5 device followed by the impella rp flex for bipella mechanical circulatory support. Reporting for the impella rp flex, the patient experienced ventricular fibrillation requiring intervention. The patient was admitted after coming to the emergency department with complaints of left-sided chest pain and shortness of breath for several days. The patient underwent a left heart catheterization and was diagnosed with multi-vessel disease. Surgical consult was initiated. The decision was made to implant an impella 5.5 which was successfully completed. An axillary cut down made and a 10 x 30-millimeter hemashield platinum was anastomosed. The left ventricle was accessed, and a guidewire exchange occurred. The impella 5.5 was advanced across the aortic valve. The wire was pulled, and support was initiated at performance level p-2. Support slowly ramped up and then had to go back onto bypass. During the procedure, when trying to separate from pump, the patient became pulseless, defibrillated multiple times and crashed back onto the pump in which the previously placed graft had to be repaired. The patient received ten units of packed red blood cells, two units of platelets, six units of fresh frozen plasma and two units of cryoprecipitate. An impella rp flex was placed and then flows titrated up. Echocardiogram measured mid flow 4.3 centimeters from the aortic valve annulus. The graft was cut down and sutured into place. The impella was secured and pocket packed and chosen to be left open. The patient had to be defibrillated two more times before leaving the operating room. The patient was planned for a transfer to a different facility. The following day, the patient began to have seizure like activity and spiked a temperature. The patient was having multiple suction events and devices performance level was decreased. The patient was getting albumin and discussion was made for the need for volume verse increasing vasopressors and inotropes. The patient, at this time, was tolerating impella rp flex at p-7 with 2.9 liters per minute (l/min) of flow and impella 5.5 is at p-6 with 3.5 l/min of flow. The patient continued on support with plans remaining for transfer to an outside facility. The patient remained intubated and sedated tolerating p-9 on the impella rp flex with 3.1 l/min of flow and impella 5.5 at p-9 with 5.1 l/min of flow. On day three of support, overnight and in the morning, the patient had to be shocked multiple times due to going into ventricular fibrillation (vf). Bedside, echocardiogram was performed. Ejection fraction was approximately ten percent, and the right ventricle was not really moving. The position was verified at 5.15 centimeters. A noted plan was to do a bedside washout and an electroencephalogram to determine neurology status. The following day, the family was called and discussed withdrawal of care within the next day or so as the physician noted suspicion of a massive neurological injury. The patient was too unstable for scans. The physician was unsure if it was a bleed versus ischemic. Core temperature was 40 celsius, left ventricular ejection fraction was five percent and right ventricular ejection fraction was ¿worse.¿ the following day care was withdrawn and the patient expired.

Manufacturer narrative:
Medical safety reviewed the event and determined there is not enough evidence to exclude the impella 5.5 as an associated factor in the patient's demise outcome (given this device-related adverse events of vascular/damage bleeding, temperature, ventricular fibrillation and seizure). Refer to section h10. Related report number. Events (e.g., ventricular fibrillation) occurring with the impella rp flex are to be reported as serious injury. Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, peri-procedural adverse event: ventricular fibrillation, in order to make a root cause determination, essential clinical details would have to be provided. Therefore, the root cause of the ventricular fibrillation was unable to be determined due to insufficient clinical details. H.6 component code and type of investigation codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
H.2 correction was inadvertently omitted from the previously submitted follow up report. H.11 a.4 and e.1 zip code extension were inadvertently omitted from the initial report submitted and were added to the previous follow up report that was submitted. This information was inadvertently omitted from h.11 on the previously submitted follow-up report.